Manufacturer narrative:
Other relevant devices are: sensh1428w; lot no: 00124921; use by date: 04-jul-2018; upn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as conduit for the endovascular treatment of an aneurysm and iliac artery occlusion. It was reported that during the procedure, the physician was unable to insert the 14fr sheath. A 16 fr dilator was then used but it was still difficult to insert the 14fr sheath into the patient¿s vessel. A second 14 fr sheath was used but this too was difficult to insert and the physician stated it was like it was stuck to the wall. A third sentrant sheath was then used successfully. The patient suffered a hematoma but no treatment was carried out. Per the physician, the cause of the insertion difficulties may be related to the patient's anatomy and the stiffness of the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the sheaths were returned unlabeled, some slight deformation was visible to the tip of both devices. There was no deformation visible to the dilator. The insertion difficulty event could not be confirmed as it took place in-vivo and could not be replicated during analysis. The root cause of the event could not conclusively be determined; however, interaction with calcification or possibly another stent/staples may have contributed to the reported event. If information is provided in the future, a supplemental report will be issued.